Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh90t01 serial# (B)(6) product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-maligant pain use. It was reported that the patient continued to have issues when trying to bolus. The rep stated that "it takes so long now that the handset will stop". The agent reviewed the data and the patient stated that they have been deleting the data/cache incorrectly. The agent assisted the patient in deleting the data. The patient will call back if they need further assistance.